Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Upon introduction of the taxus express2 2.75x12mm drug eluting stent to the guide-wire, it was noted that the struts were damaged. The procedure was completed with another device, same size, unknown type. No patient injuries or complications were reported.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.